Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Associated manufacturer report #3005099803-2010-04469 concerns the second device. It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit (type unknown) was used during a procedure to treat pelvic organ prolapse and stress urinary incontinence. The procedure was performed on (B)(6) 2008. According to the complainant, post procedure, the patient presented with "serious bodily injuries...including chronic severe pelvic pain". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - no information is available regarding what other "serious bodily injuries" the patient has suffered. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.